Event description:
It was reported that the patient experienced inflation issues with this inflatable penile prosthesis (ipp). A CT scan was performed during which it was identified a fluid leak from the reservoir connecting tube, due to a connection issue. A revision surgery has been requested. No additional information was provided.